Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 29.6mmol/l with rapid, deep breathing, polydipsia, symptoms of dehydration and shortness of breath. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the reporter stated that settings were correct. The reporter stated there are missing bolus records. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/16/2016 with the following findings: the black box shows evidence of a cancelled bolus of 0.60u due to eaw- 175- partial delivery, user aborted (pump) warning on (B)(6) 2016 at 02:36. A fully delivered 0.50u bolus was completed on (B)(6) 2016 at 02:37. The pump powers on with vibratory and audible features. Pump was exercised for 24hrs; no eaw¿s were recorded during this time. No hypersensitive keys observed on the keypad. Manually performed a normal 10u bolus and a 10u audio bolus successfully. Both were accurately recorded in the pump history. Bolus history found to be recording properly. The tdd¿s add up correctly and reflects the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate the complaint. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.